Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 21mm sjm regent heart valve w/ flex cuff was chosen for a procedure. During sizing 21mm agfn sizer was going through smoothly even after suturing, but once valve was taken for implantation, & rotated with the holder, the leaflet fractured into multiple pieces. They confirmed all pieces were recovered from the patient. The valve was explanted & instead a 21mm non-abbott aortic valve was implanted while patient on bypass. There was no delay in the procedure. The patient was reported discharged.